Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3093-28, serial # unknown, implanted: (B)(6) 2015, product type lead.

Event description:
Information received from the healthcare professional in a clinical study via a manufacturer representative reported a return of symptoms due to the decrease of stimulation. Factors that may have led or contributed to the issue remain unknown. Interventions consisted of reprogramming to resolve the issue. It was reported that the issue was resolved at the time of the report. The event was resolved on (B)(6) 2016 and the investigator assessed the event as not serious, not related to procedure, and related to stimulation. No surgical intervention occurred or was planned. Relevant medical history includes idiopathic functional incontinence since 1980. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.